Event description:
A customer wrote on social media, a high reading issue with the freestyle libre 2 sensor. The customer obtained a scan reading of 18 mmol/l and self-treated with "a few" units of insulin (type unknown). The customer subsequently lost consciousness and an ambulance was called. A paramedic meter result of 4 mmol/l was obtained, while the sensor was reading 15 mmol/l. The customer did not write what, if any, treatment was provided. There was no report of death or permanent injury associated with this event. The result of sensor against healthcare meter, when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.